Event description:
The international customer reported the ventilator failed the safety valve test during preoperational testing due to safety valve cannot open. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician confirmed the reported problem. The service technician reported the safety valve and 3 station solenoid will be replaced to address the finding. Failure to open the safety valve during normal ventilation operation may be detrimental to a patient during use.